Event description:
It was reported that the customer had a broken piece on the bottom opposite end of the reservoir. It was found that the customer was referring to the drive support cap. Customer stated that the drive support cap was sticking out. Customer stated that she dropped the insulin pump. Customer's blood glucose was 99 mg/dl. Customer stated that she pressed the drive support cap while connected. Customer stated that the reservoir was in place when she pressed the cap. Customer stated that she needs to use the pump since she has no insulin. Customer was advised that the issue with the pump was very serious. Customer was advised not to use the pump for her safety. Customer was advised that if she chooses to use the pump, it is under her responsibility at this point. Customer understands. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.